Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient got the rechargeable stimulator for dbs in (B)(6). The rep did not seem available at the time and with their initial recharging session they were no having any success at getting a connection following any of the manual guidelines. They wanted to talk to a rep. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that basically it was after surgery , could not get a connection and the manufacturer's representative (rep) told the patient it was due to the swelling. Patient noted that they went down a week later and they were still having a little bit of trouble, but now patient was getting a much better charge. Patient reported that the harness and belt reminded them of a chastity belt and noted it was a nightmare and was stupid to use. Caller reported that the patient would not want to use it, by the time the patient straps himself in, but stated that it would be great for someone who was walking around to charge with. Caller stated that they made their own pocket that just lays over the patient's shoulder so the patient can reposition the paddle when necessary. Caller reported that they felt this way about the harness/belt when they used it on the 10th, 11th, and 12th. It was reported that for the first three days, patient held the recharger in place and also mentioned that the rep was wonderful. Patient stated that they were not feeling well from the surgery. Patient stated that they were not having difficulty right now. No further patient complications were reported/ anticipated as a result of this event